Event description:
Customer reported a malfunction during an attempt to complete a scheduled load sequence at the cartridge change step. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the customer understood.